Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the pacemaker and this right ventricular lead exhibited intermittent loss of capture and elevated pacing impedance and threshold measurements. Loss of capture with asystole of less than or equal to two seconds also noted. Lead fracture was suspected. Dizziness noted but no report of syncope. Additional information obtained from the field representative indicated that histograms showed a rise in impedance measurements several months prior but never went over 2000 ohms. A lead fracture was not confirmed; however, the physician elected to replace the lead. Thus, this rv lead was capped and replaced. No other adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.